Event description:
During or procedure to remove hardware from right wrist, the head of a screw broke off while the surgeon was removing the screw. The surgeon was able to remove all parts and no parts were retained. This was confirmed by x-ray.